Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a power issue with her one touch ultra meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient reported that the alleged issue with the subject meter prematurely shutting off began on (B)(6) 2011, at 5:30 am. She stated that she manages her diabetes with pills, diet and/or exercise and due to the alleged issue on (B)(6) 2011, at 5:30 am she continued her usual dose of medication. The patient claimed '10 minutes' after the alleged issue started, she felt 'shaky'. She reported that she had another meter, tested her blood glucose, and obtained a glucose result of '61 mg/dl' and reportedly immediately self treated with a glucose tablet. During the initial call with customer service, the agent noted that the patient had recently replaced the battery and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.